Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the information obtained, the exact cause for peritonitis cannot be firmly established. However, the patient had concomitant cholecystitis requiring gallbladder removal. Therefore, the event of peritonitis may be associated with patient comorbid conditions. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient had a previous event of peritonitis and is no longer doing pd therapy. There were no reported allegations that this event was caused by fresenius products. Rather, it was stated that peritonitis was caused by gallbladder issues. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient was hospitalized on (B)(6) 2026. It was stated that the patient had a pd culture obtained in the hospital, but the results were not available. Additionally, it was discovered the patient had concomitant cholecystitis from gallstones during hospitalization. The nurse stated the patient was initiated on antibiotic therapy (details are unknown) and the patient underwent removal of the gallbladder and pd catheter (not a fresenius product). The nurse stated that the pd catheter was removed to let the patient¿s abdomen rest. The patient was transitioned to hemodialysis for renal replacement needs and was subsequently discharged on (B)(6) 2026. The nurse could not confirm the exact cause of peritonitis. However, the nurse was able to confirm that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated that peritonitis may have been associated with concomitant cholecystitis.